Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that, the test sc1-cap locks properly into the reservoir compartment. The following were noted during visual inspection: partially broken retainer ring, cracked keypad overlay, scratched case and minor scratched lcd window. Cosmetic damage was confirmed at the retainer ring. Reservoir unable to lock into place was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer alleged retainer ring damage, reservoir unable to lock into place and crack on the reservoir tube side. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer confirmed damage on retainer ring. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.